Event description:
Our affiliate is reporting to us that during one day, in 3 subsequent procedures, there were a series of events with the use of the same fms duo pump. It seems that there was some extensive fluid spray, and possibly some patient extravasation or swollen compartment issues. The surgeon and/or staff massaged the area to dissipate the fluid. The procedures were concluded successfully without further issue or harm to the patient. The patient's were monitored closely during normal recovery. Also see associated mdrs 1221934-2011-00360 and 1221934-2011-00361.

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a thorough visual and functional examination. The 1st faze of the examination was visual: this visual is performed as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; it is noted that the device was received with some minor physical damage (bent guide line and missing seal), not a contributor to the event; however, that is attributed to handling and maintenance; a user issue. The 2nd portion of the examination was the functional and electrical testing: a battery of tests were performed to assess the device's operational status. Functionally and electronically, the device performed well within its design and manufactured parameters; no fault or performance anomaly could be found with the fms pump. The root or underlying cause for the reported event is not attributable to the fms pump, but lies elsewhere. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.